Event description:
It was reported that the device was retrieved. During retrieval, the catheter failed to connect; the snare was observed to be broken. A different catheter was used to successfully retrieve the device. The patient was stable and there were no adverse consequences.